Manufacturer narrative:
As of today, the device remains in service. There is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) declared a battery status of elective replacement indicator (eri). The health care provider reported that the device was identified to be exhibiting the shortened replacement window ((B)(6) 2007) advisory behaviors. The device was to be replaced within one months time frame. There were no adverse patient effects.

Event description:
Subsequent information indicated that the device was explanted. The device was returned to allow for reliability analysis. There were no adverse patient effects reported in relation to the procedure.